Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the instrument was being used on wednesday (B)(6), to take skin but would not cut or slice. The graft was too big to be taken with the humby knife so the procedure was aborted. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a screwdriver and 1/2/3/4 width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(6) has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the alignment of the hand piece needed to be assessed, it would not take graft and the machine head, semi-circle bearing, adjustment cam, vespel sleeve, motor, motor sleeve, ball bearing, o-ring, poppet housing, spring seal, external e-ring, reciprocating arm and eccentric shaft were replaced. This is not a related issue. Initial qa inspection of the air dermatome by zimmer biomet (B)(4) on (B)(6) 2017 revealed that the depth bar was loose. The 2 and 3 inch width plates were worn. Repair of the air dermatome was performed by zimmer biomet (B)(4) on (B)(6) 2017 which included replacement of the motor, motor sleeve, ball bearing, o-ring, poppet housing, spring seal, external e-ring, 2 and 3 width plates. The service technician noted that prior to repair, the device was within motor speed specifications but was outside calibrations specifications. Air dermatome, serial number (B)(4), was then tested and functioned properly. The reported event that the instrument was being used on wednesday (B)(6), to take skin but would not cut or slice. The graft was too big to be taken with the humby knife so the procedure was aborted was non-verifiable as no testing was able to be done to try to replicate the reported event. No testing was able to be done to try to replicate the reported event. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The customer has indicated that the product will not be returned to zimmer biomet surgical as it will instead be returned to (B)(4) repair facility. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument would not cut a slice of skin during the procedure. The graft was too big to be taken with a humby knife so the procedure was aborted. No patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Customer has indicated that the product is in process of being returned to (B)(6) repair facility for investigation. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument would not cut a slice of skin during the procedure. The harvested graft was not useable and an additional graft was required. No additional patient consequences were reported.